Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and hypertension and was hospitalized on (B)(6) 2017. The customer reported that they had a problem with the pump. The paramedics came. The customer reported that in the morning he was going through his morning routine and his blood pressure was really high and his sons called the paramedics, when they arrived, they tested the blood glucose to be 303mg/dl. The patient's current blood glucose was unknown. The customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.